Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure of implant.

Event description:
Healthcare professional reported "patient experienced blue window". Later healthcare professional reported "blue window means that the implant became exposed and was visible from the outside the body". This record is for the left side. Device has been explanted.